Manufacturer narrative:
The device involved in the reported incident will not be returned for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by the quality coordinator that on an unspecified date, there were some stiffness of the right and left trunnions of the crw precise (crw precision arc system) after manual cleaning of the device after the second case. The issue was noted at the central sterile services department (cssd). There was no patient involvement.

Manufacturer narrative:
The device was not returned for evaluation. The customer has stated that "the product is working now fine and the product is no longer being returned". According to the device history record, it showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. The complaint is considered unconfirmed. The root cause cannot be determined due to the lack of information received to perform a complete investigation.